Event description:
It was reported that (1) ax55b was used during a low anterior resection procedure. It was reported by the rep that the surgeon fired the ax55b across the colon during a low anterior resection. The surgeon checked the staple line only to find that there were only a few staples in the tissue at either end of the staple line and no staples in the middle were present. Or anywhere else to be found. It was too low in the pelvis to try firing another ax55b, so the surgeon finished the case by hand suturing.